Event description:
A nurse called to get information on how to stop the alarm on customer's pump. The alarm history was reviewed and found that the pump was giving an off, no power alarm. It was stated during the troubleshooting on the pump it was revealed that the customer was hospitalized for dka on two different occasions.